Event description:
It was reported that end user developed nephrolithiasis composed of polymers that match the polymers in the stomahesive barrier that the end user uses to pouch her ileal conduit. Prior to this event; end user has had an extensive history of nephrolithiasis development and treatment which resulted in has impaired renal function and hydronephrosis. On (B)(6) 2015; end user was hospitalized for left sided ureteroscopy with laser lithotripsy to break up the stones in the kidney. On (B)(6) 2015; right sided antegrade ureteroscopy with laser lithotripsy to break up the stones in the kidney. During hospitalization, a more extensive analysis was completed due the fact that the stones were difficult to break up during the lithotripsy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested. No additional patient / event details have been provided to date. Should additional information become available a follow-up report will be submitted.